Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was over delivering insulin due to seeing some weird hing on the tubing. Customer experienced a low blood glucose. The customer treated the low blood sugars by drinking juice. The user reported the pump settings were correct. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.